Event description:
The customer contacted stryker to report that their device's charge button was not responding. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. The button was replaced to resolve the issue. No root cause was established. Proper device operation was observed through functional and performance testing and the device returned to the customer for use.

Event description:
The customer contacted stryker to report that their device's charge button was not responding. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.